Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensing of noise, resulting in an inappropriate shock. A request was made to have data from this device analyzed. Data analysis identified changes in the impedance pathway of the sensing vector. Rhythmcare provided recommendations for in office visit troubleshooting, programming changes and x-ray imaging. The device remains implanted. No additional adverse patient effects were reported.